Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic for a routine follow up on (B)(6) 2016, when it was noted that one of the power ports was loose within the controller housing. It was not stated which port was loose. Log files showed a double power disconnect on (B)(6) 2016, but the patient stated that he was changing a battery when the controller alarmed for 'no power'. At that time, the patient noted that his other battery had become detached. He immediately reconnected the battery and there was no reported consequence to the patient. The controller was exchanged without any reported consequences to patient. No additional information provided.

Manufacturer narrative:
The reported loose component was confirmed on the returned controller, con098515. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up event on (B)(6) 2016 at 19:09:40 and its associated motor start event at 19:09:45. These events indicate that both power sources were disconnected from the controller. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector and displaced o-ring gasket on power port 1 of the controller. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Loose connectors are currently being investigated by the manufacturer with the supplier. However, connections between the controller and external power sources were secure and stable. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.